Event description:
Customer reported to cue health field application scientist on behalf of two employees. Individual 2 received a false positive result on (B)(6)2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 22850e, cartridge sn (B)(4), cue reader sn (B)(4). The individual tested negative using cue covid-19 test for home and over the counter (otc) use on (B)(6)-2022 and (B)(6) 2022. An unspecified sars-cov-2 pcr test resulted in negative; date and manufacture unknown. The individual did not have symptoms or known exposures and customer confirmed the cartridges were stored according to the instructions for use. See (B)(4) for reported false positive for individual 1.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.